Manufacturer narrative:
Device was returned for evaluation. He burning smell described by the user was not detected throughout testing the concentrator unit. Inspection of the unit's casing and its internal components discovered no damage or signs of fire. The concentrator performed well within its functional specifications and it did not behave abnormally during extended periods of use.

Manufacturer narrative:
The unit has been returned for evaluation. If any new information is discovered, a followup report will be submitted.

Event description:
Unit being used with hyperbaric chamber. Patient noticed burning smell when she exited the chamber. Used again next day, and burning smell again.